Event description:
We have had two recent issues with an ez io driver failing at the point of use. It has been a number of years since we last had this problem and at the time we reported it to yourselves and the (B)(6). Additional information: while placing an io into a patient the drill lost power and was unable to complete drilling. Manual rotation used to complete placement. The events did not occur with the same device but we have not retained the second device so will focus on the incident involving the device I have. The malfunction of the driver did not contribute to the patient's current condition. The length of the delay before io access was established was seconds if at all.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We have had two recent issues with an ez io driver failing at the point of use. It has been a number of years since we last had this problem and at the time we reported it to yourselves and the mhra. Additional information: while placing an io into a patient the drill lost power and was unable to complete drilling. Manual rotation used to complete placement. The events did not occur with the same device but we have not retained the second device so will focus on the incident involving the device I have. The malfunction of the driver did not contribute to the patient's current condition. The length of the delay before io access was established was seconds if at all.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the device history record found that the driver passed all the release criteria. The device was released in 05/2014 and is approximately 8 years old. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned to evaluate. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the device history record found that the driver passed all the release criteria. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend on complaints of this nature.